Event description:
The report received from the field indicated that the distal tip of the pgw sv short 300 cm. St guidewire unraveled while inside the patient. The guidewire was successfully removed from the patient without complications. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The report received from the field indicated that the distal tip of the pgw sv short 300 cm. St guidewire unraveled while inside the patient. The guidewire was successfully removed from the patient without complications. There was no reported patient injury. No additional information was available. The product was not returned for inspection. (B)(4). The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Patient and/or procedural factors are likely contributing factors to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.